Manufacturer narrative:
Product complaint # (B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a chest tumor resection on an (B)(6) 2019 and a suture was used. During surgery, the suture was broken during ligation. There were no adverse patient consequences reported. No additional information was provided.